Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. No device deficiencies were reported. The relationship between the use of the device and the reported patient death was not reported. Based on the available information, the investigation is inconclusive as no device deficiencies were reported and the relationship of the device to the patient death was not reported. Based upon the available information, a definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5, d1, d2, d4. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and eighteen days post an index procedure completion using a drug-coated balloon catheter, the subject reportedly expired, and the primary cause of death was not provided. Reportedly, there have been no documented device deficiencies, and no adverse events were reported, and the relationship of the death with the device, procedure and av access circuit were not provided.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: g3. H11: b2, b5, d4 (unique identifier (UDI) #), h6 (patient, device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and eighteen days post an index procedure completion using a drug-coated balloon catheter, the subject reportedly expired and the primary cause of death was cardiogenic shock due to non-st elevation myocardial infarction. Reportedly, the cause of death was not related to device, procedure and av access circuit.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometime post an index procedure completion using a drug-coated balloon catheter, the subject reportedly expired, and the primary cause of death was not provided. Reportedly, there have been no documented device deficiencies, and the relationship of the death with the device, procedure and av access circuit were not provided.